Event description:
It was reported occlusion alarms occurred and undefined alarm. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. It was also reported that undefined alarms occurred. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.